Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "345" was not reproduced. A review of the event history log revealed "system error 345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the faulty ultrasonic sensor. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted. During functional testing, the reported problem "upstream occlusion" was not reproduced. Evaluator inspected the device per upstream occlusion test and the device passed. A review of the event history log revealed multiple events of 'upstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the faulty ultrasonic sensor. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and upstream occlusion. This occurred during programming/setup. There was no patient involvement. No additional information is available.